Event description:
Reporter concerned that the government is not informing pts with breast implants to avoid mammograms due to risks. Mammograms may cause rupture of silicone/saline or facilitate spread of silicone/saline in an already damaged implant. Also tumors behind implants might be missed. They should have a breast mir or ultrasound. Reporter concerned that women not given correct info particularly since the recommendations now include mammograms.